Event description:
Table started tilting on its own with a patient on the table. Rotational safety lock was engaged as well as a 180 degree rotational lock handle. No functions on hand pendant were pressed as per staff when incident occurred. No patient injury/harm reported by staff.

Manufacturer narrative:
Per the information obtained from the investigation and device evaluation, it was found that the rotational lock switch needed adjustment in order to pass the 95 ft lb test. It was also observed that the wire harness in the foot end column was modified with butt connectors and shrink wrap around each connection thus having multiple connection points with a potential of failure. The friction lock of the table, while not checked during the service visit, is suspected to have been worn off due to frequent usage. It was also noted that the table tilt was observed twice by the hospital-during the surgery and when transferring the patient to the patient bed. The hospital still chose to continue using the bed after observing the malfunction. Hence, the root cause of this incident has been deemed as multifactorial/inconclusive as there is not enough evidence to point towards a specific factor that could have caused the reported malfunction.

Event description:
Table started tilting on its own with a patient on the table. Rotational safety lock was engaged at 180 degree rotational lock handle as well. No functions on hand pendant were pressed as per staff when incident occurred. No patient injury/harm reported by staff.